Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the reservoir was noted. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the pump tubing was cut down to the pump block; therefore, it was not returned for analysis. No leaks were identified in the component; however, the pump did not pass activation test during the functional evaluation. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observation of the device not working properly.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the reservoir was noted. The pump was removed and replaced. There were no patient complications reported.